Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and two similar complaints for this lot number were identified. If the device is returned at a later date, the complaint will be reopened and a complete evaluation will be performed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges while preparing the device on the back table, the esophyx device would not load fasteners onto the wire. The device was exchanged and the tif procedure was successfully completed. No additional patient consequence to report.